Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Associated MDR# 1018233-2012-01796.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #413753 for a "pelvicol". Additional info from the importer report: (B)(6) 2012, : pelvicol acellular collagen matrix, (B)(4), (B)(6). Attorney. .